Event description:
It was reported by the customer that the fowler stays in the upright position and would not lock down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The customer intends to repair the stretcher and has ordered a fowler cable to complete the repair.